Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.